Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "bilateral capsular contracture baker grade ii," later confirmed as "baker grade IV." Device has been explanted. Treatment: singular.

Manufacturer narrative:
Additional fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a bilateral capsular contracture baker grade ii" later confirmed as "grade IV."

Event description:
Healthcare professional reported right side "bilateral capsular contracture baker grade ii," later confirmed as "baker grade IV." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.